Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cup handle pin on the positioning guide rod was found to be broken. There was no patient involvement. It was reported that no further information is available.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A g7 positioning guide rod, part # 110018822 from lot zb6661014, was returned and evaluated against the complaint. Visual inspection found the tip to be fractured. Scratching is present on the head. The etch has begun to fade. Scuff rings have been worn around the shaft in 2 places. No thread damage was observed. A review of the device history records identified no deviations or anomalies during manufacturing. The device is used for treatment a review of complaint history identified additional similar complaints for the reported items and part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.